Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo set detached from the adhesive during patient use. The patient experienced increased glucose levels while eating dinner that included a carbohydrate-heavy dessert. No patient injury was reported.